Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and device not providing adequate relief. The patient underwent implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and device not providing adequate relief. The patient underwent implantable pulse generator (ipg) replacement procedure. Additional information stated that the patient is doing well postoperatively. Explanted products disposed of at facility per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware.